Event description:
A hypoglycemic episode, described as a severe low seizure, was reported by the patient's healthcare provider. The impact on the customer's blood glucose level was significant, as indicated by the severe hypoglycemic event and subsequent rehab for hypofusion. Technical support attempted to reach the patient for further information but has not yet been successful.